Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/30/2015. Device evaluation:the pump has been returned and evaluated by product analysis on 12/15/2015 with the following findings: a review of the black box data showed multiple078 call service alarms. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no loss of prime. The complaint was not duplicated during testing. Unrelated to the complaint, the audio bolus button was missing. The pump cover was opened and moisture damage was found on the printed circuit board.